Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient's primary hip was revised due to loosening of the acetabular cup. The single pinnacle bone screw, which was use during the primary procedure to initial secure the pinnacle sector cup to the patient's acetabulum, broke into two pieces at the level of the bone/implant interface. Both parts of the broken screw were retrieved from the patient's hip. The loose cup had shifted position and had become misaligned within the acetabulum. Surgeon removed the primary femoral head and the sector cup, with the ultamet metal liner still firmly secured within the cup, and replaced them with a new pinnacle sector cup, an altrx liner, and a biolox delta ts ceramic head. A trephine was used to remove the tip of the broken screw from the patient's acetabulum prior to the insertion of the replacement cup. The head of the broken screw was still sealed within the cup. The product codes and lot numbers for some of the explanted primary components were unavailable, since the metal liner was still sealed within the cup and was covering up the those numbers. Doi: unknown; dor: (B)(6) 2019; left hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.